Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, a battery was unable to be inserted in the battery well to power the device on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's housing was replaced to remedy the problem. The associated battery was not returned to zoll for evaluation as part of this investigation. Analysis for reports of this type has not identified an increase in trend.